Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending; however, the photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 12/2022).

Event description:
It was reported that sometime post catheter placement, the catheter allegedly had cracks after second flushing. It was further reported that catheter was removed and replaced with another catheter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this lot number. A device history record review is not required. Investigation summary: one hickman cvc d/l catheter were returned for evaluation. Gross visual, microscopic, functional and tactile evaluations were performed on the returned device. The investigation is confirmed for the reported crack and obstruction on catheter, as a longitudinal split was noted just distal to the y-body and a leak from the longitudinal split was observed upon infusion from the catheter. An other longitudinal split was noted on the tissue cuff and appeared to protrude through to the inner catheter. Evidence of blockage was noted on two occasions throughout the catheter: once just distal to the compound rupture and another distal to the longitudinal split. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post catheter placement, the catheter allegedly had cracks during second flushing. It was further reported that catheter was removed and replaced with another catheter. There was no reported patient injury.